Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.